Event description:
It was reported that the gamma3 targeting device was not lining up properly. The guide wire was not lining up through the lag screw guide properly.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.